Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217729 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 217729, test base part number 195-430wjr / lots 215595a, 215595b and 215595c. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217729 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on an unknown swab type. Confirmation testing via unknown pcr on (B)(6) 2022, as well as unknown molecular testing via healthcare provider on (B)(6) 2022 was performed via unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on an unknown swab type. Confirmation testing via unknown pcr on (B)(6) 2022, as well as unknown molecular testing via healthcare provider on (B)(6) 2022 was performed via unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.